Event description:
A caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer was instructed to uninstall and reinstall the mobile app, and issue was resolved.